Event description:
The stryker 9 x 1.75 in. Disposable tourniquet cuff causes an erroneous tubing occlusion alarm when used with the zimmer a.t.s. 1200 tourniquet system. Stryker has stated that this cuff is safe and appropriate for use with the zimmer a.t.s. 1200, yet we have had several instances where this specific cuff will cause the occlusion alarm.====================== manufacturer response for tourniquet cuff, stryker (per site reporter)======================they are considering the issue, but no formal solution has been communicated at this time.